Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be determined. System logs from the time of the event are unavailable, therefore, investigation into the reported event could not be conducted and the functionality of the twiist aid system could not be verified. The user remains ongoing on their twiist pump. The current version of the twiist aid system user guide provides information regarding potential causes of hypoglycemia and ways to prevent it. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc on 07jun2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported experiencing a hypoglycemic event on 05-jun-2026, during which time, their glucose decreased to 53 mg/dl. The user was unable to recall much of the incident as they needed to be fed honey and berries to bring their blood glucose back up. The user further stated that they did not require medical intervention. The user remains ongoing on their twiist pump.